Event description:
The manufacturer received information alleging a black residue located in the corners of his water chamber; requesting a new replacement unit not one that is refurbish related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.  Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jun 18, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, black residue on the corners of the device's water chamber and other thermal issue that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During secondary findings, the manufacturer observed a dust-like contamination on the top enclosure, the air inlet, the accessory module slot, the iso (international organization of standardization) port, the bottom enclosure, the dc jack, the blower box, the blower box cap, the blower motor, and the rear panel. Unknown brown residue on the iso (international organization of standardization) port and the dc jack. Unknown yellow residue on the top enclosure and the bottom enclosure. Unknown white residue on the blower motor. Black particle contamination (inconsistent with degraded sound abatement foam) on the bottom enclosure. The manufacturer also confirms the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found eight error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation and unable to address the patient's symptoms.